Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Not meshing properly event occurred during testing before the surgery. There was no harm and no delay to the procedure, and an alternate device was available for use. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2018, it was reported that the device was not meshing properly. The customer returned a skin graft mesher device, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2015 where it was reported that the mesher does not mesh properly and the bearings, washers, comb, roller, and right side plate were replaced. This is not a related issue. Product review of the skin graft mesher by medicrea on (B)(6) 2018 revealed that the calibration was within specifications and the device produced a passing sample graft. The carrier guide, side plates, comb, and bottom roller all failed visual inspection. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by medicrea on (B)(6) 2018 which included replacement of the roller, roller gear, bearings, washers, side plates, carrier guide, comb, and shoulder bolts. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was unconfirmed since during the product review by medicrea revealed that the calibration was within specifications and the device produced a passing sample graft. The root cause of the reported event could not be specifically determined with the information that was provided since during the product review by medicrea revealed that the calibration was within specifications and the device produced a passing sample graft. It is unknown with the information that was provided how the reported event occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information was received.